Event description:
It was reported that a needle damaged occurred. The sensor was inserted into the abdomen on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a needle damaged occurred. Product was provided for investigation. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. Probable cause could not be determined.

Manufacturer narrative:
(B)(4).